Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump was experiencing a short battery life issue with multiple batteries. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: the black box data and pump histories from the complaint date were unavailable for review due to continued pump use. A review of the black box showed 22 counts of drastic voltage drops leading to a ¿replace battery¿ alarm on (B)(6) 2016. Visual inspection revealed evidence of moisture corrosion in the battery compartment. The battery compartment was cracked and leak testing revealed a battery compartment leak. The returned battery cap was able to secure properly. The pump powered on normally and successfully completed ez-prime steps. Sleep current draws were found to be above specifications; the complaint of short battery life was duplicated on investigation. The pump cover was removed and moisture corrosion was observed on a single component of the printed circuit board. (B)(4).